Event description:
On (B)(6) 2013 it was reported that the vns patient¿s device displayed high impedance and a dcdc of 7 during normal mode diagnostic testing. The patient¿s output current was programmed to 0 ma. It was recommended to the physician that x-rays be performed. Diagnostics were performed (B)(6) 2012 and the diagnostics were reported as ok at the time. The patient denied experiences of any trauma, but the physician suspects that the patient may have been wrestling others in the home environment which may have contributed to the high impedance. The manufacturing records for the generator and lead were reviewed and all quality tests were passed prior to distribution. Ap and lateral x-rays of the neck and chest were reviewed on (B)(6) 2013. Based on the images provided lead discontinuity was not identified and the full insertion of the lead pin into the connector block was not able to be visualized due to the angle of the image. Therefore, the cause of the high lead impedance is still unknown. Review of the patient's diagnostic history revealed that high lead impedance was present on the date of implant surgery (dcdc=7 on systems diagnostics), but intraoperative troubleshooting was performed to resolve the high impedance during implant. The patient left the hospital with system diagnostics within normal limits. Attempts for additional information have been unsuccessful to date. Although surgery is possible, it has not occurred to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted devices. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the device met all specifications prior to distribution. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized.